Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states the patient complained of unwanted shocking sensation in december, however caller is unsure when the rep was notified of this. Caller states the rep was supposed to meet with the patient in february, however the patient didn't show up. Caller states the medical chart states it works while stimulation is on. They are unsure when this started for the patient. Additional information was received from the manufacturer representative (rep). Rep noted they did not know the patient was getting shocks. Hcp notified rep that the patient had an appointment on (B)(6) 2024 and wanted rep there. No interventions took place because pt never showed up for appointment. No other appointment has been scheduled and pt weight unknown.